Manufacturer narrative:
All catheters, connector cables, and generator used during the case were returned and investigated. The reported failure could not be replicated. The lot history records for catheters, connector cables, and generator used in the case were reviewed. The manufacturing records confirmed that the devices in question were built in accordance with the company's approved procedures and have met all acceptance criteria prior to release for distribution. It is determined that the cause of the complaint is not attributed to shockwave medical design or manufacturing. The adverse effect reported in relation to this case is listed as a potential harm during standard angioplasty procedures in the company's IFU and itself is not unique to shockwave ivl.

Event description:
Patient presented with calcification in the sfa. Shockwave ivl was used to treat the patient's condition. Upon initiation of the catheter's therapy, the system displayed an error code preventing further treatment. Two additional catheter devices were subsequently used in attempt to continue the therapy. Unfortunately these attempts were unsuccessful as the system continued to display an error code. The patient was subsequently transported to the ICU as no alternative treatment options were available. At that time, the patient was under local anesthesia with only a 6fr sheath remaining inside the body when the patient developed a hematoma in the left femoral artery. Per the physician's input, this was likely caused by the patient being moved around and being in the bed for an extended period of time. The hematoma was then successfully treated with hemi-stop. The additional intervention required the patient to remain hospitalized overnight before being discharged.